Manufacturer narrative:
Inspection is performed 100% unless otherwise specified on all zenith products. The valve control cap is verified to be completely snapped into the valve control. When in the open positon the lumen of the valve is confirmed to be open. A leak test is performed on the captor valve assembly. The valve control is rotated verifying the iris valve closes when in the closed position. Testing was performed during design and development that examined the dislodgement of seals for z-trak captor valve assemblies. The zenith device has completed requirements showing the device meets the predetermined requirements and that the requirements meet the needs for the user. Each device is shipped with an instructions for use (IFU) describing the appropriate warnings & precautions, contraindications, and the proper deployment procedure. The customer reported that there was leakage at the "level of the trigger wires." We are unable to make any statements about this reported leakage as only the captor valve/sheath assemblies were returned. It is speculated the loose flange from the iris valve is the specific malfunction the physician experienced. The damage to the valve would result in leakage. The damage most likely occurred during use. It is possible that the positioner or iliac leg deliver system was moved while the captor valve was not in a fully open position. The force required to move the material through the valve could dislodged the flange. We will notify the appropriate personnel of the event and continue to monitor for similar complaints. Risk analysis was generated to assess the risk with this failure mode.

Event description:
The main body sheath had significant leaking throughout the aaa repair through the valve and the level of the trigger wires. The pt's hemoglobin dropped from in the level of 13 to 9.4. The pt was given 2 units of blood. The valve was leaking slowly but consistently. The current status of the pt is unk.